Event description:
It was reported that foreign material was observed. A therasphere administration set and 5 gbq therasphere dose vial were selected for use. During the procedure, the administration of the dose was immediately halted following infusion of 3 ml of saline through the system due to the observation of significant air bubbles present in the outlet line flowing from the vial. Flakes were noticed in the bottom of the vial and in the outlet line. Possible microspheres that appeared yellow and a cloudy region were observed in the outlet line. The staff were interviewed for possible causes of the leak; no deviations from the protocol were noted. The therasphere device, the staff, the room, and the patient covers were surveyed for possible contamination; all readings were at ambient background (0.02 mr/h). There was no radioactive contamination as a result of the leak. The patient was prescribed 0.59 gbq of therasphere to deliver 45.48 gy to the segment 8 tumor supplied by the anterior right hepatic artery. Residual activity was approximately 12.1% resulting in a difference from the written directive of 6.8%. The treatment volume received 42.18 gy. No medical action was required for the patient. No patient complications were reported. It was further reported that there was no leak. The tubing and the vial were checked for air bubbles after priming and before administration. There were no issues with priming the administration set. There were no observable bubbles in the system prior to opening the clamp between locations d and e on the administration set tubing. The presence of excessive bubbling in this location was observed while 0.3ml was pushed through the system using the syringe. The vial also showed excessive bubbles. No bubbles were observed in the tubing between the syringe and the dose vial.

Manufacturer narrative:
Device eval by manufacturer: the therasphere administration set consisting of all components was returned attached to a 5.0gbq dose vial along with a merit microcatheter. Visual analysis of the returned components was performed. Kinks were observed at the hub, and 45, 75, and 81cm from the hub. Residual microspheres were visually observed in the dose vial, administration set outlet tubing, and microcatheter hub. Radiation measurements confirmed residual microspheres in the dose vial, administration set outlet tubing, and microcatheter. A flow rate test was done by flowing 20ml of saline at a known pressure through the administration set. A flow rate of >20 ml/min was achieved without difficulty, confirming that the admin set was working as intended. The administration set was examined while flushing, and it was noted that there were no bubbles during normal flushing of the device. The microcatheter was flushed with the pressure-measuring syringe to confirm there were no obstructions in the flow. A flow of only 7ml/min was established at 29psi, indicating a blockage of the microcatheter and insufficient flow, possibly due to the kinks observed. Microspheres were observed in the flush waste from the administration set and microcatheter. There was no other foreign material in the waste collection vials. It is likely that the reported flakes observed were agglomerated microspheres stuck in the outlet tubing of the administration set. The reported event of a radiation underdose was confirmed. However, the reported events of foreign material, air bubbles, and dose connection issues were not confirmed during analysis of the returned device. Media analysis: photographs from the site were reviewed. The needle assembly was confirmed to be attached correctly to the dose vial. There was no leak observed within the acrylic shield of the dose vial, or apparent on the exterior of the device. Air bubbles were observed in the outlet tubing. Based on the pictures, the flakes appeared to be microspheres, which tend to agglomerate when optimal flow is not achieved. D3: manufacturer address 1: chapman house, farnham bus park d3: manufacturer zip/postal code: gu9 8ql g1: MFR site address 1: chapman house, farnham bus park. G1: MFR site zip/post code: gu9 8ql.

Manufacturer narrative:
Media analysis: the device was not returned for analysis; however, photographs from the site were reviewed. The needle assembly was confirmed to be attached correctly to the dose vial. There was no leak observed within the acrylic shield of the dose vial, or apparent on the exterior of the device. Air bubbles were observed in the outlet tubing. Based on the pictures, the flakes appeared to be microspheres, which tend to agglomerate when optimal flow is not achieved. D3: manufacturer address 1: chapman house, farnham bus park. D3: manufacturer zip/postal code: gu9 8ql. G1: MFR site address 1: chapman house, farnham bus park. G1: MFR site zip/post code: gu9 8ql.

Event description:
It was reported that foreign material was observed. A therasphere administration set and 5 gbq therasphere dose vial were selected for use. During the procedure, the administration of the dose was immediately halted following infusion of 3 ml of saline through the system due to the observation of significant air bubbles present in the outlet line flowing from the vial. Flakes were noticed in the bottom of the vial and in the outlet line. Possible microspheres that appeared yellow and a cloudy region were observed in the outlet line. The staff were interviewed for possible causes of the leak; no deviations from the protocol were noted. The therasphere device, the staff, the room, and the patient covers were surveyed for possible contamination; all readings were at ambient background (0.02 mr/h). There was no radioactive contamination as a result of the leak. The patient was prescribed 0.59 gbq of therasphere to deliver 45.48 gy to the segment 8 tumor supplied by the anterior right hepatic artery. Residual activity was approximately 12.1% resulting in a difference from the written directive of 6.8%. The treatment volume received 42.18 gy. No medical action was required for the patient. No patient complications were reported. It was further reported that there was no leak. The tubing and the vial were checked for air bubbles after priming and before administration. There were no issues with priming the administration set. There were no observable bubbles in the system prior to opening the clamp between locations d and e on the administration set tubing. The presence of excessive bubbling in this location was observed while 0.3ml was pushed through the system using the syringe. The vial also showed excessive bubbles. No bubbles were observed in the tubing between the syringe and the dose vial.

Manufacturer narrative:
D3: manufacturer address 1: chapman house, farnham bus park d3: manufacturer zip/postal code: gu9 8ql g1: MFR site address 1: chapman house, farnham bus park g1: MFR site zip/post code: gu9 8ql.

Event description:
It was reported that foreign material was observed. A therasphere administration set and 5 gbq therasphere dose vial were selected for use. During the procedure, the administration of the dose was immediately halted following infusion of 3 ml of saline through the system due to the observation of significant air bubbles present in the outlet line flowing from the vial. Flakes were noticed in the bottom of the vial and in the outlet line. Possible microspheres that appeared yellow and a cloudy region were observed in the outlet line. The staff were interviewed for possible causes of the leak; no deviations from the protocol were noted. The therasphere device, the staff, the room, and the patient covers were surveyed for possible contamination; all readings were at ambient background (0.02 mr/h). There was no radioactive contamination as a result of the leak. The patient was prescribed 0.59 gbq of therasphere to deliver 45.48 gy to the segment 8 tumor supplied by the anterior right hepatic artery. Residual activity was approximately 12.1% resulting in a difference from the written directive of 6.8%. The treatment volume received 42.18 gy. No medical action was required for the patient. No patient complications were reported.